Manufacturer narrative:
The history and trace confirmed error 25 due to loaded internal battery voltages below the threshold of 3.5v electronic assembly was removed. The boards taken apart and then was reassembled. The insulin pump was monitored. No error 25 alarms noted afterwards. The problem isolated to electronic assembly, no unexpected battery out limit alarms or replace battery now noted during testing. The insulin pump passed basic occlusion, occlusion, force sensor test and displacement test. The insulin pump had minor scratches on display window and cracked keypad overlay noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed power system error detected. Blood glucose value at the time of the alarm is unknown. They were assisted with clearing the alarm and advised to set up the time, prime, monitor the insulin pump and call back if alarm occurs in 4 hours. Mother also reported that the insulin pump gave rewind alerts when removing the battery and when calibrating. Customer would change the reservoir to clear the alert. The insulin pump also alarmed battery out limit. Blood glucose value was 370 mg/dl. It was also stated that the customer experienced high blood glucose of almost 500 mg/dl the morning of the call. Mother was advised that the battery cap would be replaced and to monitor the insulin pump.